Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA- (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('there was one coil noted to be protruding from the ostium into the uterine cavity') and pelvic pain ('so much pain and worse pain with essure') in a 27-year-old female patient who had essure (batch no. 764913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state, nausea, abdominal pain, diarrhea, fibroids, grand multiparity and anesthesia general. Concomitant products included hydrochlorothiazide, loperamide hydrochloride (imodium), loratadine, ondansetron (zofran) and potassium chloride. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), lymphadenopathy ("swollen lymph nodes"), dyspareunia ("hurt to have sex, could not have intercourse due to severe pain"), hypertension ("high blood pressure"), migraine ("migraines") and mobility decreased ("could not get out of bed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy, laproscopic salpingectomy, laproscopic removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, lymphadenopathy, dyspareunia, hypertension, migraine and mobility decreased outcome was unknown. The reporter provided no causality assessment for dyspareunia with essure. The reporter considered hypertension, lymphadenopathy, migraine, mobility decreased, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: nl av uterus, b essure devices placed (2 coils on right, 1 coil on left). Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2020: fu 9 and 10 were processed together. Fup 10 - medical record received: new event: there was one coil noted to be protruding from the ostium into the uterine cavity. Lot number, patient history, concomitant drugs were added and reporter information were updated. Fup 9 - quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('so much pain and worse pain with essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lymphadenopathy ("swollen lymph nodes"), dyspareunia ("hurt to have sex, could not have intercourse due to severe pain"), hypertension ("high blood pressure"), migraine ("migraines") and mobility decreased ("could not get out of bed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, lymphadenopathy, dyspareunia, hypertension, migraine and mobility decreased outcome was unknown. The reporter provided no causality assessment for dyspareunia with essure. The reporter considered hypertension, lymphadenopathy, migraine, mobility decreased, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification risk category v medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: case become incident. Ppf received date of removal and insertion were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.